Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to extreme elevated iop. The patient was prescribed medication and the iridotomy were enlarged but the pressure would not go down. The pressure was controlled but it kept spiking. The surgeon felt the measurements were correct. The patient does not currently have another icl implanted and the pupil remains dilated. The lens was discarded by the facility.

Manufacturer narrative:
(B)(4) intraocular pressure rise (iopr), surgical procedure, secondary surgery, surgical procedure, iridotomy enlarged, pupil dilated). (B)(4) explanted. Lens was discarded by the facility. Lens work order search. A lens work order search was performed and no similar complaints were found within the work order. No conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - review of this file indicates that the patient had increased iop after the icl was implanted. The icl was removed which resolved the problem. (B)(6) stated that the pi could not be enlarged because it was too peripheral. This adverse event is commonly caused by either retained viscoelastic or non-patent peripheral iridotomies. The surgeon is advised to burp the paracentesis incision and observe for subsequent pressure rise, or enlarge the peripheral iridotomies if they are deemed to be closed. Both conditions are temporary and resolves after the above interventions are performed. In this case, removal of the icl may not be warranted if pi was created as suggested, 0.5mm midperipheral. (B)(4).